Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the event; the se replaced a damaged power cord. The ventilator passed self-testing.

Event description:
It was reported that, during patient use, the ventilator went inoperable. There was no harm or injury to the patient as a result of the event.